Manufacturer narrative:
(B)(4). D10: 42560313517 - stem extension 3mm offset splined uncemented 17 mm diameter +135 mm length - unknown. Unknown - unknown tibial component - unknown. Unknown - unknown poly - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient underwent an initial knee procedure. Approximately 8 months post-op, the patient is being considered for a revision surgery as the patient had a severe, painful skin reaction due to a nickel allergy. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : mechanical (g04) - femur. The event cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Material analysis performed. Indicates nickel is found in the patient's implants. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.